Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. In telephone contact, it was informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that 9 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 40 n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity, immediate load was done and occlusal overload has occurred.